Manufacturer narrative:
After battery installation unit gave an unexpected flashing white/blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Unit was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was flashing. The customer¿s blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.